Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the pump alarmed in the middle of the night. Tried cassette on backup pump, and it wouldn't run. They mixed a new cassette. Then, the pump alarmed, and they realigned the cassette and resumed the infusion. Then pump alarmed at 8:30 am this morning. Spouse said he noticed air bubbles in the cassette. Spouse was able to resume infusion. Author advised since bubbles are making it into cassette to mix a new cassette. No patient injury was reported.